Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01920. The same patient is represented in each medwatch.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence, vaginal prolapse, a cystocele, and a rectocele. It was reported that after insertion the patient had pain, erosion, infection, bleeding, recurrence, dyspareunia, vaginal scarring, urinary problems, bowel problems and neuromuscular problems. The patient underwent mesh removal on (B)(6) 2012. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01920. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.